Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported patient was seeing a power on reset (por) message after synching to the ins on the right side. Caller then noted the patient said "they are not sure if their stimulator is still functioning." The caller did not have additional information when asked to clarify why the patient believes this. The hcp then said the patient has not followed up with the hcp regarding the ins in over five years. As a result of what was reported, the call center advised the hcp to have the patient follow-up with a local rep or hcp to clear the por. Additional information was received by the patient who is having a bunch of problems with their ins. Additional information was received by the patient and a family member who is reporting multiple issues. The "problems" was clarified to be potentially attributable to the right ins. Patient has been having numbness on the right side from their ear down to their foot. They have also been having balance problems, their right leg is dragging, and they "can't write well". They said the issues gradually started months ago, but there was a sudden worsening of these issues in (B)(6) 2018. When asked, the patient confirmed they had a bad fall; they walked across a rock and fell backwards. Patient noted hitting their back pretty good and noted something falling on their leg. Patient does not have a managing healthcare provider (hcp), so a listing was sent to them. The call center advised the patient and family member to find a managing hcp in the area. They were also advised to have the system assessed with a clinician programmer (cp) and have imaging conducted if determined by the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member who repeated the same issues. Caller said they need assistance with contacting a manufacture representative (rep) to turn off the ins for an MRI. Caller noted the healthcare provider (hcp) called in, but couldn't get through. During the call, it was reviewed that the hcp needs to call into the national answering service so a medical page could be sent to the rep. Caller understood and will follow up with the hcp. No further patient complications have been reported as a result of this event.